Event description:
It was reported to boston scientific corporation in 2009, that a speedband superview super 7 multiple band ligator was used during a procedure. According to the complainant, "the band rolls off easily and does not stay in place on the affected area." The physician is an experienced user of the device and has asked if this "is anecdotal or if there has been a change in the band composition." Procedure completed with the same speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The change history for the super 7 bands was reviewed, and no changes have been made to the design or materials going back to entry into documentation system on 12mar03.